Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg is shutting down unintentionally and the patient is experiencing surges when setting the device into MRI mode. Also, the ipg is protruding and causing pain due to weight loss. Surgical intervention may take place at a later date.

Manufacturer narrative:
Correction e1 - initial reporter. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the ipg was explanted, replaced, and the pocket site was placed more medial and superficial to address the issue.